Event description:
It was reported that during a cardiac catheterization and stent placement procedure, a wire fracture occurred. The lesion being treated was located in the circumflex/obtuse marginal. No details are available regarding the anatomy or procedural details. During the procedure, approx 10-15mm of the distal choice pt guide wire broke off and remains in the pt. An additional stent was placed to secure the choice pt guide wire fragment. Pt status following the procedure was reported as 'fine', and the procedure was completed with this device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.